Manufacturer narrative:
On 3/11/2020, mentor became aware that incorrect manufacturing record evaluation (mre) statement was submitted under previous initial submission since lot number was provided. Updated statement since manufacturing record evaluation was completed for lot 7720284 on 3/11/2020: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unspecified adverse event. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient of an unknown age and ethnicity underwent unspecified breast augmentation with a 175cc mentor smooth round moderate profile and was presented with unknown side unspecified adverse event postoperatively. The patient underwent bilateral explantation and replacement with catalog number: 3501620; serial number: (B)(4) on the left side and with catalog number: 3503560; serial number: (B)(4) on the right side on (B)(6) 2019. Additional lot number 3147645 was also reported without description. Follow-ups are in progress for verification. Supplemental report will be submitted upon receipt of information.